Event description:
Caller reports pt tested 1.7 inr on the coaguchek s system and 2.48 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.